Manufacturer narrative:
(B)(4). Describe event or problem - correction to the following statement in the initial MDR, "the reported glucose values fall within the c zone of the parkes error grid."

Event description:
The reported glucose values fall within the e zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced a hypoglycemic event. She remembered that she had a cgm reading of 187 mg/dl the last time she checked and then she fainted a few minutes later. Her neighbor found her and called for an ambulance. When the paramedics arrived, they checked her bg which was 34 mg/dl. They were not able to check the cgm reading at that time. She regained consciousness within 20 minutes of fainting and was not taken to the hospital. She was given juice or glucose tablets every 15 minutes and checked her bg meter until her glucose was above 100 mg/dl. Additionally, she stated that she had applied a barrier film before inserting the sensor in her abdomen and also has a lot of scar tissue on her abdomen. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.